Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site due to being very slim. High impedances were also noted on the two leads at the first contact site of each lead, which per the physician were identified at the time of the initial implant. The physician stated he believed the impedances to be due to an issue with the ipg. The patient underwent a revision procedure in which the ipg and the two leads were replaced. The patient is doing well post operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50 serial: (B)(4), batch: (B)(4). Brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site due to being very slim. High impedances were also noted on the two leads at the first contact site of each lead, which per the physician were identified at the time of the initial implant. The physician stated he believed the impedances to be due to an issue with the ipg. The patient underwent a revision procedure in which the ipg and the two leads were replaced. The patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: infinion cx upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5086927. Brand name: infinion cx upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5086912.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site due to being very slim. High impedances were also noted on the two leads at the first contact site of each lead, which per the physician were identified at the time of the initial implant. The physician stated he believed the impedances to be due to an issue with the ipg. The patient underwent a revision procedure in which the ipg and the two leads were replaced. The patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6). Brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6). The ipg was received and charged up to 3.598 vdc. The device was able to be fully charged in one cycle. The impedances measurement on all channels were within the expected range. The current leakage test has verified that there is no loss of electric current. In addition, x-ray and borescope inspection revealed that a piece of the contact spring of e2 at port c of the ipg was damaged. Therefore, the functional test could not be performed. This damage is most likely to have occurred during the explant surgery. Model: sc-2317-50; serial: (B)(6): the analysis of the returned lead could not confirm the reported event. However, visual inspection revealed that it was severed at two different locations approximately 3.5 cm, and 23.5 cm from the distal end. No anomalies were observed on the lead aside from this damage. The damage to the lead is a result of a typical explant procedure, and it is unrelated to the reported event. Model: sc-2317-50; serial: (B)(6): the analysis of the returned lead could not confirm the reported event. However, visual inspection revealed that it was severed at two different locations approximately 3 cm, and 26 cm from the distal end. No anomalies were observed on the lead aside from this damage. The damage to the lead is a result of a typical explant procedure, and it is unrelated to the reported event. A labeling review was performed and it did not reveal any anomalies as it states that persistent pain at the ipg or lead site, system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, can result in ineffective pain control are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the event based on the labeling review and device analysis as a known inherent risk of the device.